Event description:
Additional information indicated that the cause of the impedance issue was the battery needed to be replaced. After the battery replacement, the result was noted as "good," and reprogramming was performed about three weeks later on (B)(6) 2012. The patient did not require hospitalization, and there was no patient injury.

Manufacturer narrative:
Product ID 3093-28, lot# v073596, implanted: 2007-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).

Event description:
Additional information was reported that the original implantable neurostimulator (ins) was kept by the hospital and the patient was doing fine after the replacement. The impedance issue was an unknown cause. Additional information has been requested but was not available at the time of this report.

Event description:
It was reported that the patient experienced a loss of stimulation sensation. There was a report of a fall prior to losing stimulation, but the timeline as it relates to loss of stimulation was unclear. It was unclear if there were impedance issues. The device was replaced on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3093-28 lot# v073596, implanted: 2007 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient. (B)(4).